Event description:
It was reported air in line alarm during infusion of glofitamab, when 6ml drug left in the syringe. Pcu and syringe modules were changed and still getting the alarms. The customer stated this does not happen with other ivig infusions when using the same set. The customer believes the issue is related to the tubing set. There was patient involvement, but outcome is unknown. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.